Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to open total hip/knee procedure, there was an increase in wound healing issues and infection. The orthopedic team switched back to competitor device.